Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved a 6" bifuse ext set w/2 check valves, rotating luer where the customer reported that they have had at least 4 devices break at the luer adapter male end and that at least 2 instances were the patient did not receive their IV medications for at least 30 minutes causing clinical deterioration. The nurses did not over-tighten the device to the patient¿s IV catheter. The patient¿s norepinephrine infusion and vasopressin infusions were not infusing causing the patient¿s blood pressure to drop to 65/42, the infusions were restarted and the patient improved over the course of the next 30 minutes. The device was found broken (not when luer locking to IV catheter). There was patient involvement, but no harm was reported as a consequence of this event.

Manufacturer narrative:
The complaint on the b1003 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review was performed and no non conformities were found that would have led to the reported complaint.